Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for explant of a pacemaker, right atrial lead, and right ventricular lead due to infection. The source of the infection was unknown. The system was explanted and the patient was in stable condition following the procedure.